Manufacturer narrative:
During an internal review on 28-feb-2023, it was decided to update this file to include coding for the h6. Health effect - clinical code of " unspecified heart problem (e0623)" which is representative of the heart injury (iatrogenic injury) experienced by the patient. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. (B)(4).

Event description:
It was reported that a female patient underwent an atrial fibrillation (afib) ablation procedure with a lasso® nav eco variable catheter and medical device entrapment occurred requiring surgical intervention. During the procedure, while mapping around the mitral annulus, the lasso catheter slipped through the mitral valve and got tangled in the papillary muscles. It was not possible to remove the catheter from the papillary muscles, so the patient had to get the catheter surgically removed. In the process of the surgery, one string of papillary muscle was torn and had to be restructured within the same surgery. The ablation procedure was not completed. No fragments were generated. The patient required extended hospitalization to track her health and the surgery outcome. The patient¿s condition has improved. The physician¿s opinion on the cause of the event is it is due to an unfortunate accident that happen while mapping around the mitral valve annulus. It is not due to a malfunction of the product and not due to patient condition.